Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) xifnt411, (osseotitel tapered certainl implant 4 x 11.5mm) for evaluation. Visual evaluation was performed, the implants had signs of use with markings from removal. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 2022060892. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022060892 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : pain and medical : allergic reaction. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and material selection. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reported that the patient experienced pain and discomfort, leading to the removal of the implant for an assessment of a possible allergic reaction before re-implantation. The affected dental position is #36. Bone type is unknown.

Manufacturer narrative:
Zimvie complaint number (B)(4).